Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 9 months. The evaluation of the returned segment of the percutaneous lead confirmed an issue that would have contributed to the reported interruptions in pump function. Approximately 23 inches of the external portion/distal end of the percutaneous lead (lead) was returned. An electrical continuity test of the returned lead was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed a breach in the insulation of the yellow wire, adjacent to the metal/system controller connector. Further examination of the remaining wires in this area, revealed marks consistent with abrasion. The conductors of the yellow wire were exposed. The breach in the yellow wire appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breach in the insulation of the yellow wire would have also interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the power module or mobile power unit. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On (B)(6) 2018, the customer reported that device interrogation revealed low flow alarms during a patient¿s visit to the emergency department. No clinical symptoms were reported. The manufacturer¿s technical service representative reviewed the provided log file which contained data from (B)(6) 2018 through (B)(6) 2018 and observed pump stoppages on (B)(6) 2018 that appear to have been caused by a percutaneous lead short to shield issue. X-ray images submitted for review were unremarkable. On (B)(6) 2018, a percutaneous lead evaluation/repair was performed. A phase interrupter test found no open wires. A distal end percutaneous lead replacement approximately 1.5 inches from the exit site was performed. Post-repair, the patient¿s vad system was connected to a normal patient cable without issue. No additional information was provided.